Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging the patient's blood glucose (bg) that day was 2.9 mmol/l with difficulty speaking, unsteadiness when standing and walking, blurred vision, and cognitive impairment. The reporter noted the patient did not receive any treatment above and beyond the usual routine of diabetes care and management and they discontinued pump therapy. During troubleshooting, it was reported that the pump failed to alert the user of a bg reading below the user programmed threshold of 4.4 mmol/l. This complaint is being reported because the reported health event was attributed to an alleged malfunction.

Manufacturer narrative:
Device evaluation: the transmitter has been returned and evaluated by product analysis on 16-mar-2018 with the following findings: a review of the user settings showed that the cgm low limit alert was enabled and set to 90 mg/dl. The history confirmed that the reading breached below 90 mg/dl but the pump did not record a low cgm warning. A test transmitter was paired with the pump correct. A test alarm was simulated with the pump and the pump gave the appropriate audible and visible alert. The alleged issue could not be duplicated in testing.